Event description:
It was reported that the handpiece began overheating during setup prior to the start of a surgical procedure. There was no patient involvement reported. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the upper end of the spindle housing, which was replaced along with the driveshaft assembly, rotor assembly, bearings, and other components. Service will repair and return the device to the customer.